Manufacturer narrative:
There was no death or device malfunction causing or contributing to the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is underway. Upon investigation the monitor and electrode belt showed signs of electrical damage. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. There is no indication that a device malfunction caused or contributed to the inappropriate treatments. The damage to the lifevest occurred after the device delivered the treatments. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a heart rate above the prescribed rate threshold. The rapid rate satisfied the detection algorithm's rate detector. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
Us distributor contacted zoll to report that a patient experienced an inappropriate treatment event consisting of three treatments. Rapid svt contributed to the false detections. The patient was conscious and at the store at the time of the event. The patient did not press the response buttons prior to the treatments. The patient did not remember being treated. The patient did not seek medical attention. A distributor representative reported that, while replacing the patient's device after the treatment, the monitor would not power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted q600 transistor on the computer/analog board. The shorted transistor caused thermal damage to the computer/analog and defibrillator pcas. The root cause for the shorted q600 transistor could not be positively identified. Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd700 processor. The damage to the electrode belt was caused by the shorted transistor in the monitor. There is no indication that the device malfunction caused or contributed to the treatment event, as the damage to the device occurred after the treatments were delivered. There was no death or device malfunction causing or contributing to the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is underway. Upon investigation the monitor and electrode belt showed signs of electrical damage. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. There is no indication that a device malfunction caused or contributed to the inappropriate treatments. The damage to the lifevest occurred after the device delivered the treatments. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a heart rate above the prescribed rate threshold. The rapid rate satisfied the detection algorithm's rate detector. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. (B)(4).

Event description:
Us distributor contacted zoll to report that a patient experienced an inappropriate treatment event consisting of three treatments. Rapid svt contributed to the false detections. The patient was conscious and at the store at the time of the event. The patient did not press the response buttons prior to the treatments. The patient did not remember being treated. The patient did not seek medical attention. A distributor representative reported that, while replacing the patient's device after the treatment, the monitor would not power on.